Event description:
It was reported at a clinic follow-up it was noted the lv lead was not pacing. It was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was removed from service almost three years ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility.